Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Thye patient and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the reason for replacement was due to ipg had depleted.